Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an ongoing driveline infection and was upgraded on the transplant list to status 1a. The patient received a transplant on (B)(6) 2015.

Manufacturer narrative:
The device was expected to be returned for evaluation; however it was not received. A correlation between the device and the reported driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.